Event description:
It was reported, the camera head poor video image quality. The issue was found at the beginning of a therapeutic procedure. The intended procedure was completed using a similar device. There was no patient impact, no harm reported due to the event.

Manufacturer narrative:
The device was returned, and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being submitted for additional information based on legal manufacturer's final investigation results and customer response. The customer's allegation was not confirmed. The device evaluation found electrical contacts corrosion and connector cracks and breaks. Based on the results of the investigation, the phenomenon was not reproduced when the repair department inspected the product. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the camera head had poor video image quality. The issue was found at the beginning of a therapeutic procedure. The intended procedure was completed using a similar device. There was no patient impact, no harm reported due to the event.